Event description:
It was reported that patient faced issues with infusion set tubing was leaking at the site and the needle did not fully piece into skin on one of sites on (B)(6) 2026.

Manufacturer narrative:
MDR 3003442380-2026-38519/initial 1 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.